Manufacturer narrative:
(B)(4). Concomitant medical devices: 47248403050 62294104 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; 47248403050 62321858 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; ref 3005960001 lot 229dae2707 refobacin bone cement r. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 00430, 0001822565 - 2017 - 00432.

Event description:
It was reported patient underwent initial bilateral femoral im nail insertion performed. Subsequently, the patient underwent exchange of two locking screws on the left side approximately two weeks post implantation after the patient complained of pain at the site which the surgeon attributed to screw length. After complications from nonunion of the femoral fracture, the patient underwent additional surgeries including implantation of a cement spacer on the left side approximately one year post implantation due to delayed fracture healing and nonunion. The im nail was retained with no signs of loosening or complication. Approximately one year later, the im nail was removed due to fracture of the femoral neck screw. A left total hip prosthesis was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Operative report states implantation of spacer left proximal femur, partial resection of diseased bone tissue, debridement of femoral shaft bilateral. Right side: unknown cement spacer removed, harvested cancellous bone inserted to fill the bone defect, drain placed, wound closed. Left side: no sign of loosening, extensive debridement of necrotic bone material performed, and im nail left in place, pmma with gent spacer inserted. Outpatient visit approximately one year post implantation states patient following pt, presents with increased pain in the left side. X-ray: im nail with an inserted cement spacer with no signs of loosening. Recommend to continue pt approximately 19 months post implantation, pseudarthrosis resection by defect filling using cancellous bone of the left femur and iliac crest, supported with osteosynthesis plate, subtrochanteric dehiscence of fracture fragments evident, im nail remained in place, discharged home. Revision notes stated removal of broken zimmer im nail, tha implantation. Recurrent pseudarthrosis proximal femoral shaft left with broken zimmer proximal femoral nail after former bilateral bisphosphate-induced subtrochanteric femoral fracture. Contracture in diagnoses (rom). Femoral nail removed, tha placed postoperatively, patient had an hgb of 7.5 which required transfusion; not an unexpected finding given the patient comorbidities and extent of procedure. No further intraop or postop complications noted. No complications on postop x-ray device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.